Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted the infusion set in the surgical scars, which led to a bent cannula and caused a high blood glucose event, and was treated with correction via multiple daily injections on (B)(6) 2026. The infusion set had been inserted in the thigh and abdomen.